Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported a sticky substance on the intraocular lens following an implantation procedure. The substance was removed during the procedure. The procedure was completed without patient harm.